Event description:
It was reported to boston scientific corporation that a rx ercp cannula was used during a cholangiography procedure. The procedure was performed approximately two weeks prior to (B)(6) 2012. According to the complainant, during introduction of the device, the device tore from the rx port to the distal tip. The event occurred outside the patient. The procedure was completed with another rx ercp cannula. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Event date: although the exact event date was not provided, it was reported that the procedure was performed approximately two weeks prior to (B)(6) 2012. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The reported event of catheter torn. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.